Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 2 years, 9 months due to mitral regurgitation and stenosis. Per the op report, tee revealed and ejection fraction of 55%. The mitral prosthesis had 4+ regurgitation, gradient of 9, with a valve area of 1.2 with moderate mitral stenosis. The device was explanted and replaced with another edwards bioprosthetic valve. Postop tee showed good valve function. No other findings on the explanted device were documented in the op report.

Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve regurgitation and stenosis. Unfortunately, the edwards device was discarded by the hospital; therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.